Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01832. D10 medical devices: femur cemented plus right size 7+, catalog#: 42504606212, lot#: 64890332 articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height, catalog#: 42522600710, lot#: 64680352; femoral distal augment cemented size 7, 7+ 5 mm thickness, catalog#: 42556606205, lot#: 65085558; femoral distal augment cemented size 7, 7+ 5 mm thickness, catalog#: 42556606205, lot#: 65042356; stem extension tapered cemented 14 mm diameter +30 mm length, catalog#: 42557000114, lot#: 65635743; stem extension tapered cemented 14 mm diameter +30 mm length, catalog#: 42557000114 lot#: 65118511. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right knee revision approximately two-and-a-half months post-implantation due to a failed medial collateral ligament. No additional patient consequences were reported.